Event description:
Procedure type: unk. According to the reporter: during the case, one half of the retracting shield at tip of trocar broke off as trocar was inserted through abdominal wall. Larger incision was made to locate broken piece. There was no reports of how much was the incision extended, no additional bleeding and no delay in operating room time. All pieces were retrieved. Another device was used. Patient is fine.

Manufacturer narrative:
(B)(4). (B)(4).